Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non-function and fracture. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a 12f glidelight laser sheath on the ra lead, progress stalled midway through the proximal coil of the rv lead in the superior vena cava (svc). Switching to the rv lead with the 12f glidelight, advancement was made to the same point, and stalled again. Up-sizing to a spectranetics 16f glidelight laser sheath, the ra lead was removed. Targeting the remaining rv lead with the 16f glidelight, progress was made to the tricuspid valve; however, the patient's blood pressure dropped. Rescue efforts began, including rescue balloon, pericardiocentisis, bypass, and sternotomy. A perforation in the innominate vein was discovered, but was unable to see the perforation to repair it. The patient did not survive the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention, resulting in death. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. B6) relevant tests/laboratory data - not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as potential adverse events with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.